Manufacturer narrative:
Voluntary event report was received. Medwatch: (B)(4).

Event description:
Voluntary medwatch received states that the left ventricular lead exhibited low out of range impedance.